Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Action taken with dianeal therapy not reported. The patient experienced peritonitis manifested by fever, abdominal pain and hazy drain. The patient was hospitalized for the event of peritonitis. On an unreported date, the patient was treated with vancomycin and amikacin (dosages, frequencies and routes not reported). The outcome of this event was not reported.